Event description:
During an ilc procedure, the laser displayed a black body error. The fiber tip was cleaned and reused, which resulted in an alexandrite rms error. A second and third fiber were used which resulted in black body errors. The case was not completed due to lack of additional fibers.